Event description:
The fse reported that there was an intermittent x-ray switch stuck error. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray switch and the hand switch. The system operates as intended.